Manufacturer narrative:
The event related to the intravascular leak of polymer was reported under MDR 3008011247-2018-00119. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected. Upon polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied indicating a potential intravascular leak of polymer, and the patient experienced hypotension. The patient was treated for a hypersensitive reaction per the IFU and was stabilized. The aneurysm was successfully excluded at the conclusion of the implant procedure. On 14may2018 it was reported to endologix that the patient remained unstable post implant, and presented with a right limb thrombosis, spinal cord and gut infarction, and paralysis 3 days post-op. A thrombolysis re-intervention was completed; however, the patient subsequently expired 4 days post-op.

Manufacturer narrative:
The root cause for the emptying of the polymer syringe (reference 3008011247-2018-00119) and intravascular leak of polymer could not be definitively confirmed with the information available. As such, device, user, procedure or anatomy relatedness of this complaint could not be determined. The delivery system was not available for evaluation and the stent graft remains implanted. Based on similar reported events, the most likely cause of the emptying of the polymer syringe and intravascular leak of polymer was likely due to a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft; however, this could not be definitively confirmed. The post procedural thrombosis, and subsequent endovascular thrombolysis of the right iliac limb was most likely user related. The spinal cord and mesenteric cord infarct, paralysis and death and cause of death could not be confirmed and therefore device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status was reported to be expired four days post implant, and one day post an endovascular repair for the occlusion. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.